Event description:
It was reported that cgm displayed error message during use. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error message did not return, and successfully started new sensor session; no additional information was received regarding further outcomes.